Manufacturer narrative:
There is no polyester material in this product with the exception of a welded mesh filter in the aspiration line, which aspirates fluid from the eye. The investigation is complete.

Manufacturer narrative:
The device history was reviewed and found to meet manufacturing specifications. Additional information has been requested. The investigation is ongoing.

Event description:
A user facility in (B)(6) reported a 1 cm long, white, rigid, and eyelash-shaped piece of plastic was found in the eye during surgery. According to the sales representative, the foreign material was too long to come from the tightening key. The foreign material was aspirated and removed from the eye without causing any damage to the patient.

Manufacturer narrative:
Evaluation of the returned product found fluid in the collection cassette was thick and cloudy but no white particles were observed. Microscopic examination of the test chamber, irrigation sleeve, needle wrench and needle showed numerous white and dark particles and dried solutions. A white particle, approximately 527 microns long by 122 microns wide, crystalline in appearance was observed on the needle hub. A long white fiber-like particle was found floating in a plastic vial filled with unknown liquid. Microscopic examination showed the particle was translucent but white in appearance. The particle measured approximately 6211 microns long by 117 microns wide and one end had a frayed appearance. A section near the middle was bent and another section appeared to be frayed or starting to fray. The particle was analyzed using a fourier transform infrared (ftir) spectrometer by an outside laboratory. The analysis produced a spectrum consistent with that of polyester. There is no polyester used in the manufacturing of the infusion pathways of this product. The origin of the particle is unknown. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.